Manufacturer narrative:
Product ID 8780,# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. The pump was revised and was working well. The patient is doing fine.

Event description:
It was reported that the patient underwent a revision surgery for flipped pump. Upon inspection of the pump pocket, the pump was flipped and the proximal catheter segment was severely coiled/twisted resulting in a kink. The catheter was also severed near the sutureless pump connector. A revision kit was used to fix the pump catheter segment. After reconnecting the catheter, the healthcare provider (hcp) was able to aspirate 0.5ml of cerebrospinal fluid (csf). The hcp also used a mesh pouch to help the pump become more secure in the pocket. It was noted that the product issue was resolved. It was unknown if there were any patient symptoms associated with the event. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. It was later reported that the revision surgery took place on 2014 (B)(6). The proximal part of the catheter and a small portion of the distal segment were removed including the connector collet. A revision kit was used and was reconnected with collet. The reporter was at the initial implant and noted that the doctor had used 4 sutures to anchor the pump but it still had managed to flip. During the revision surgery, the doctor used the mesh pouch and used 4 suture anchors on the pump as well as 3 extra sutures through the mesh pouch to secure the pump from moving. Patient outcome was unknown at this time. Additional information has been requested but was not available at the time of this report.